Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18960) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that despite several attempts, the device could not be interrogated. It was noted that the device had not been checked since implant. Device was explanted and replaced. No adverse consequences for the patient.